Manufacturer narrative:
The lead remains in service. Should further inforamtion become available, this event would be updated.

Event description:
Boston scientific crm received information that this right ventricular lead was repositioned due to elevated thresholds and low sensing. The physician noted the lead appeared to had been micro-dislodged due to patient activity. No adverse patient effects were reported.